Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-oct-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23119.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a 44 year old female patient diagnosed with a ruptured aortic root aneurysm. Acute liver failure; renal failure; coagulopathy; severe metabolic acidosis and hyperlactataemia. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat; date: (B)(6) 2023; tested: 17:05; result: >9 mmol/l; sample: a. Method: I-stat ; date: (B)(6) 2023 ; tested: 17:16; result: >9 mmol/l; sample: b. Method: lab abg; date: ni; tested: ni; result: 5.1; sample: ni. -collection times not reported. -lab test/collect/sample infomation not reported. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.